Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the right atrial (ra) lead developed high capture threshold. The lead was replaced. There is no adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5182120.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.